Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. It is unknown if the death was device related. No further details were provided.

Event description:
(B) (6).it was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with in stent restenosis.the index procedure treated the lesion located in the proximal left circumflex (lcx) artery with a 3.5x16mm taxus express2 study stent.in (B) (6) 2009, the patient had stable angina symptoms but a follow up angiogram revealed a 99% restenosed 4.0x11mm lesion in the proximal lcx artery. Treatment 4 days later placed an unspecified bare metal stent resulting in 0% residual stenosis. The patient was discharged 7 days later.it was further reported that the index procedure target lesion was 90% stenosed and 3.5x16mm. Treatment utilized post dilation resulting 0% residual stenosis. Timi 3 flow was maintained throughout the procedure. The patient was discharged two days later on plavix and bayaspirin. The treatment procedure occurred 5 days after the angiogram in (B) (6) 2009 and timi flow improved from 2 to 3. The patient was discharged the next day, not 7 days as previously reported. Per the physician, the event was listed as "related" to the study stent.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made via fax for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation. Device not returned.